Manufacturer narrative:
(B)(4). Assumed 1st day of month that complaint was reported. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. ¿the patient presented with a contents leak post-operatively, however, it was managed without surgery. It is unknown how the leak was managed.¿ no further information is known at this time about the original surgery date or the date the patient was treated for the post-op leak. Can you confirm device product code used in each procedure? Plee60a. What is the surgeons typical cartridge selection in each firing for sleeve? Three green, the 3-4 blue. How long post-op did leak occur? Three weeks. How was the leak identified and addressed? CT scan, drains inserted, then stent with antibiotics. Where on sleeve did leak occur and which color cartridge was used in that area? Ge junction. What was the initial surgery date? Not known. Was there any issue with device performance noted in initial procedure? No. Would the surgeon be willing to discuss issues with ethicon medical and engineering? Already set up. What is the current patient status? Fine.

Event description:
It was reported that during a gastric sleeve procedure, the staple line was leaking. There was no additional information available.